Event description:
It was reported to boston scientific corp that a radial jaw 3 large capacity single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, once the device was advanced through the scope, it was noticed that the jaws were bent and were difficult to close. The physician was able to close the jaws enough for the device to be removed from the scope. No visible damage was noted on the device packaging. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - won't close. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).